Event description:
It was reported the patient had an explant due to infection. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.